Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. Customer also stated that the insulin pump buttons were sort of hard to push. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer did not provide any symptoms regarding high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test

Manufacturer narrative:
Device received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test. (B)(4).